Event description:
It was reported by the site that during a da vinci procedure the prograsp forceps that was attached to arm 3 of the patient side cart (psc) stopped responding and would not open while it was grasping tissue. The site attempted to unlock the forceps using an emergency release wrench; however, the screw thread needed to unlock the instrument with the emergency release wrench was reportedly missing on the proximal end of the instrument. The surgical staff had to tear off the instrument that was grasping the tissue. It was reported that the patient's tissue tore and due to the alleged issue with the prograsp forceps, it increased surgery time and bleeding risk.

Manufacturer narrative:
(B)(6). Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was not able to confirm the alleged issue. Not trouble was found and isi was unable to replicate the alleged issue. The instrument was placed on is 3000 system and was driven. The recognition and engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. The instrument was fully functional. No damages were found on the instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi has not received any new information as of date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no system errors were found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: the instrument did not function as intended and tore the patient's tissue.